Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit has a gas leak coming from inside the ventilator. The customer reported the ventilator kept operating and delivered volumes/flow to specifications. The customer determined the most likely cause of the reported event is the 40 psi system pressure regulator. The issue occurred during patient use, the customer reported the patient was moved to another ventilator. The customer reported there is no patient consequence associated with the event.